Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a device replacement procedure this right ventricular (rv) lead pacing impedance measurements appeared normal, but when tested with a pacing system analyzer (psa) the measurements appeared low, and when connected to the device the values were low and out of range while the device paced and showed good pacing threshold values. The connection was checked, and it was noted that the rv lead remains implanted and was working well. No adverse patient effects were reported.